Manufacturer narrative:
According to available information, this device and non-guidant lead remain implanted and in service. A technical service consultant determined there were possible lead issues, microdislodgment, lead perforation, acute inflammatory reaction, acute infarction. Further recommendations for further interrogation were provided. According to available information, the patient experienced a collapse and was hospitalized. The cause of the collapse is unknown. Her device was programmed to vvi 80 bpm. The patient with this device has an underlying heart rhythm of 35 bpm. Should additional information be provided, this event will be updated. Subsequently this device was explanted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific received information that this device with non-guidant right ventricular lead displayed change in r-wave voltage from 30 mv to 1 mv one day post implant. A technical service consultant was contacted. There was concern the lead had perforated the ventricle. An xray did not reveal the lead had moved from the implant position. There were no adverse patient effects reported.